Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device (": embedded within both the right and left cornu and extending into the right and left fallopian tubes") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section (2), menorrhagia, foreign body in uterus, any part and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2319 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions, da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: surgical pathology report: clinical history: menorrhagia specimen (s) : uterus - uterus, cervix and bilateral fallopian tubes final diagnosis uterus uterus, cervix and bilateral fallopian tubes bicornuate uterine fundus. Cervix: no evidence of atypia. Endometrium: proliferative phase; no evidence of hyperplasia, atypia, or malignancy . Myometrium: adenomyosis and leiomyoma, 2.8 cm. Serosa: a few fibrous adhesions. Bilateral fallopian tubes: both fallopian tubes contain an intact essure device and demonstrate benign paratubal cysts. Microscopic description: sections of the serosa demonstrate delicate fibrous adhesions. The cervix is surfaced by squamous mucosa with appropriate maturation to the surface. The endocervical mucosa is without atypia. The endometrium in beth cornua of this bicornuate uterus consists of proliferative phase glands within a bland stroma. The gland-to-stroma ratio is within normal limits and there is no evidence of atypia. The underlying myometrium demonstrates focal adenomyosis as well as a leiomyomata without atypical features. Both fallopian tubes demonstrate benign paratubal cysts and are otherwise histologically unremarkable. Gross description: embedded within both the right and left cornu and extending into the right and left fallopian tubes are two tightly coiled metallic devices, grossly consistent with an essure device. The right fimbriated fallopian tube is 7 cm in length while the left is 6.5 em in length. Both are 0.6 cm in diameter with a few scattered paratubal cysts ranging from 0.2 to 1 cm. Both are diffusely fibrotic and display several paratubal adhesions. Embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Event device breakage updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2313 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within both the right and left cornu and extending into the right and left fallopian tubes") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section (2), menorrhagia, foreign body in uterus, any part and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2319 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions, da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: surgical pathology report: clinical history: menorrhagia. Specimen (s): uterus - uterus, cervix and bilateral fallopian tubes. Final diagnosis: uterus: uterus, cervix and bilateral fallopian tubes; bicornuate uterine fundus. Cervix: no evidence of atypia. Endometrium: proliferative phase; no evidence of hyperplasia, atypia, or malignancy . Myometrium: adenomyosis and leiomyoma, 2.8 cm. Serosa: a few fibrous adhesions. Bilateral fallopian tubes: both fallopian tubes contain an intact essure device and demonstrate benign paratubal cysts. Microscopic description: sections of the serosa demonstrate delicate fibrous adhesions. The cervix is surfaced by squamous mucosa with appropriate maturation to the surface. The endocervical mucosa is without atypia. The endometrium in beth cornua of this bicornuate uterus consists of proliferative phase glands within a bland stroma. The gland-to-stroma ratio is within normal limits and there is no evidence of atypia. The underlying myometrium demonstrates focal adenomyosis as well as a leiomyomata without atypical features. Both fallopian tubes demonstrate benign paratubal cysts and are otherwise histologically unremarkable. Gross description: embedded within both the right and left cornu and extending into the right and left fallopian tubes are two tightly coiled metallic devices, grossly consistent with an essure device. The right fimbriated fallopian tube is 7 cm in length while the left is 6.5 em in length. Both are 0.6 cm in diameter with a few scattered paratubal cysts ranging from 0.2 to 1 cm. Both are diffusely fibrotic and display several paratubal adhesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2313 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.